Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing of r-waves and a drop in threshold measurement, stable but lost sensing. It was observed that this lead became dislodged. A lead revision was performed. The lead remains in service. No additional adverse patient effects were reported.